Event description:
It was reported that during the implant procedure, interventional wires were unable to be passed through the left ventricular (lv) lead. Two different wires were attempted but unable to pass through the lead smoothly. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was received in lead and could not be removed. Visual inspection found that the guidewire tip was bent inside the lead tip nose, and the guidewire green coating adhered on lead conductor. Destructive analysis was performed and confirmed that returned guidewire is a competitor guidewire. Visual analysis results lead us to conclude that the guidewire tip was bent during the implant procedure causing it stuck in lead. When the physician try to pull and remove guidewire, the lead was stretched causing the conductor distorted, and damage the guidewire coating. The guidewire tip damage contributed to the complaint reported. If information is provided in the future, a supplemental report will be issued.